Event description:
Patient spontaneously called with issues of mini spike IV disp pin causing leaking of vials. Emailed leads and nursing team to send different spikes for patient to try and to go over with patient to ensure proper use. Product lot number not available. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? No; did we replace the device? Looking into alternate options for patient. Did the patient have additional spikes they were able to switch to? No, but patient was able to obtain medication for pump. Just had spillage occur after the fact. Did the patient miss any doses or experience an ae as a result of the product complaint? No. Reported (B)(6) by pt/caregiver.